Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient stated their reason for calling was because the patient programmer usually showed on, ok and their settings, but they couldn¿t get the programmer to turn on. The patient handed the phone to the secondary caller, and they explained that the programmer could power on and sync but had been showing ¿low battery¿ that morning and during the call. Now it was showing poor communication. The secondary caller stated they replaced the programmer batteries because they thought it meant that the programmer batteries were low. The caller stated the patient told them they charged their ins for a couple of hours that morning and the ins was charged to ¾ full. The secondary caller added that they weren¿t sure if the patient was positioning the insr antenna correctly. The callers were instructed to power off the programmer and then power it back on to sync with the ins. The patient reported seeing the low battery screen and it was confirmed that it was referring to the ins battery. They were advised to charge the ins as so on as possible and the on and ok status would appear after it was sufficiently charged. During the call they also mentioned that the patient hadn¿t been eating and they felt like something was wrong with them somehow. The patient had no motivation or energy. The patient was swimming at a waterpark the day before and hadn¿t been right since. It was noted that the patient was taking anti-psychotics that were prescribed and was supposed to take them for sleep. When the patient takes the medication, they can¿t function the next days and they lay around and do nothing. It was noted that the patient had taken 3 more, but then quit taking them. It was noted they were mainly taken to treat bipolar and/or schizophrenia, but the patient had neither of those conditions. They would follow up with their doctor about that. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the charging difficulties were due to not understanding the signals on the device. They called patient services for help and then charged the battery. The fatigue symptoms were partially a result of a uti. The charging difficulties and fatigue symptoms were resolved. There were no further complications reported.